Manufacturer narrative:
A device history record review was completed on the reported lot v7k126. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Samples were not available to perform the root cause analysis. The customer provided two pictures of the samples, however the root cause could not be determined from the pictures. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, samples are being tested for each lot produced of this product at random intervals to best gauge the seal integrity and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. It should be noted that the hot packs do not have any type of chemical or gaseous component that would cause the pack to burst and the chemicals used in the product are food grade and non-toxic. Given the nature of this complaint, the plant had started a more detailed investigation, corrective and preventive action (CAPA) (B)(4). CAPA (B)(4) had been opened to address this issue. As a containment action, the plant had 100% inspection at the line to check for any seal issues that might cause burst/leakage prior to packaging of the product. CAPA (B)(4) was deemed effective and closed on 07/25/2017.

Event description:
Based on the report received, the nurse stated she was squeezing the heel warmer packet to activate it, when the heel warmer burst in her face. The contents of the pack went into her right eye, in her hair, on her neck, and on her right shoulder. Another nurse immediately took her to the eye wash station and flushed her eye out for approximately 5 minutes and notified their nursing supervisor. The nurse then went to the emergency department for further evaluation and treatment. She was out of work for a few days to recover.